Manufacturer narrative:
The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an unknown ¿error¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2013. The patient manages her diabetes with insulin (type/ amount not specified). It is not know if the patient made changes to her usual management routine. A couple hours after the start of the alleged issue, the patient claimed she felt a symptom of sweats. The patient ate food and/ or drank a beverage as treatment. The patient obtained a blood glucose result of ¿48 mg/dl¿ with another device. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.